Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated the mobile power unit (mpu) had a yellow wrench alarm. The patient received a new mpu.